Manufacturer narrative:
Codman has requested the device for eval. It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot info does become available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer reported that the vp shunt programmed to open at 100mm h2o and was not opening until 200mm h2o.